Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (xtw and ntw) were inserted and deployed on the leaflets. A third clip was inserted, but while grasping, the implanted ntw clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted the clips did not come in contact with each other. The third clip was implanted and two additional clips were implanted to stabilize the slda, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the reported incomplete coaptation (slda) appears to be related to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.